Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. At the time of report, issue had been resolved. The customer independently reset the pump to resolve the issue.